Event description:
A medtronic representative reported a vertek arm that did not tighten properly. Where the vertek arm screws into the mayfield, the threading was off. The staff at the site using pliers, kept tightening, resulting in bending the pin. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device has not been returned to manufacturer for evaluation. No further issues reported.